Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the blood glucose (bg) level on the bolus screen was incorrect. Customer's bg level was 99 mg/dl. The customer declined further troubleshooting with tandem technical support.